Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375 analysis and results: there are previous complaints of this code-batch regarding this issue that were closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed samples and 7 opened samples with the needle detached from the thread, and the thread is still wound on the pack (however, they have blood in the packaging). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and they do not fulfil ep requirement for the minimum. The results are: 0.35 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that every second needle is loose, or the attachment is so weak that the needle detaches immediately. Before use. No further information received.